Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 2 years and 6 months following the implant of this transcatheter bioprosthetic valve, the valve was explanted for an unspecified reason. Subsequently, a surgical aortic valve was implanted in the patient.

Event description:
It was reported that approximately 2 years and 6 months following the implant of this transcatheter bioprosthetic valve, the valve was explanted for an unspecified reason. Subsequently, a surgical aortic valve was implanted in the patient. Additional information was received to report approximately two years, four months following the transcatheter aortic valve replacement procedure, the patient suffered an embolic cerebral vascular accident. Nearly one month later, extensive leaflet and sinus thrombosis was identified. As a result, eleven days later, the medtronic valve was explanted, an aortic root replacement, and coronary reconstruction was performed.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Additional codes. Annex g corrected data: d. Suspect medical device full UDI # medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.